Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil appeared to not be in the tube / migration') and embedded device ('right coil appeared shorter, possibly bent in half in the right serosa') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil appeared shorter, possibly bent in half in the right serosa". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("two subserosal fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/pain"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower left quadrant pain"), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), migraine ("migraines"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, amenorrhoea, dysmenorrhoea, dyspareunia, pelvic pain, arthralgia, alopecia, weight decreased, fatigue, abdominal pain lower, abdominal distension, menstruation irregular, uterine leiomyoma, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: on (B)(6) 2013, she underwent essure insertion procedure under local anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: results: positive fir nickel allergy. Hysterosalpingogram - on (B)(6) 2013: results: devices in place,no spillage noted from either tube. Ultrasound scan vagina - on (B)(6) 2015: results: two subserosal fibroids. Diagnostic results: (B)(6) 2016: pelvic transvaginal ultrasound: right essure coil was difficult to see but appeared shorter, possibly bent in half in the right serosa. It was also noted that left essure coil appeared not to be in the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil appeared to not be in the tube / migration') and embedded device ('right coil appeared shorter, possibly bent in half in the right serosa') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil appeared shorter, possibly bent in half in the right serosa". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("two subserosal fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/pain"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower left quadrant pain"), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), migraine ("migraines"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, amenorrhoea, dysmenorrhoea, dyspareunia, pelvic pain, arthralgia, alopecia, weight decreased, fatigue, abdominal pain lower, abdominal distension, menstruation irregular, uterine leiomyoma, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: on (B)(6) 2013, she underwent essure insertion procedure under local anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: results: positive fir nickel allergy. Hysterosalpingogram - on (B)(6) 2013: results: devices in place,no spillage noted from either tube. Ultrasound scan vagina - on (B)(6) 2015: results: two subserosal fibroids. Diagnostic results: (B)(6) 2016: pelvic transvaginal ultrasound: right essure coil was difficult to see but appeared shorter, possibly bent in half in the right serosa. It was also noted that left essure coil appeared not to be in the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil appeared to not be in the tube / migration') and embedded device ('right coil appeared shorter, possibly bent in half in the right serosa') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil appeared shorter, possibly bent in half in the right serosa". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("two subserosal fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/pain"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower left quadrant pain"), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), migraine ("migraines"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, amenorrhoea, dysmenorrhoea, dyspareunia, pelvic pain, arthralgia, alopecia, weight decreased, fatigue, abdominal pain lower, abdominal distension, menstruation irregular, uterine leiomyoma, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: on (B)(6) 2013, she underwent essure insertion procedure under local anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2017: results: positive fir nickel allergy. Hysterosalpingogram on (B)(6) 2013: results: devices in place, no spillage noted from either tube. Ultrasound scan vagina on (B)(6) 2015: results: two subserosal fibroids. Diagnostic results: (B)(6) 2016: pelvic transvaginal ultrasound: right essure coil was difficult to see but appeared shorter, possibly bent in half in the right serosa. It was also noted that left essure coil appeared not to be in the tube. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : new event added-abnormal bleeding, migraines, headaches, auto-immune disorder, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.